Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device received channel error code 600.6835. There was no patient involvement.

Event description:
It was reported that the device received channel error code 600.6835. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting with the customer over the phone and confirmed npi 8015 error code 600.6835. Technical support: needed network configuration: 1. Walked customer through transferring their network configuration. 2. Verified connected through the network status. 3. Verified dataset was received. 4. Finally we cycled power and pressed yes to activate dataset. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: needed network configuration: 1. Walked customer through transferring their network configuration. 2. Verified connected through the network status. 3. Verified dataset was received. 4. Finally we cycled power and pressed yes to activate dataset. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.